Manufacturer narrative:
The date of manufacturing was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A dimensional assessment was performed and the device met all specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from brazil that during an unspecified surgical procedure, it was discovered that the two cutter devices that were to be used in the procedure ¿did not have the cutting area.¿ there were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.